Event description:
It was reported the device exhibited a e10036 error. Per reporter battery was removed and replaced in the device, then powered back on, the alarm returned. The device settings read: res vol 128.3 ml, continue rate 3.0 ml/hr, vol given 9.7 ml. Removed battery from device and clamped tubing nearest port. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the motor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D4: UDI and g5 are unknown, d3, g1, and g2 email is: (B)(6).